Manufacturer narrative:
Rajani, r., wise, b., oswald, t. And roberson, j. (2014). Epiphysiolysis of the femoral neck due to closed reduction of an adolescent hip dislocation with a 4-year follow-up: a case report and review of the literature. Journal of pediatric orthopaedics b, 24, 40-45. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, rajani, r., wise, b., oswald, t. And roberson, j. (2014). Epiphysiolysis of the femoral neck due to closed reduction of an adolescent hip dislocation with a 4-year follow-up: a case report and review of the literature. Journal of pediatric orthopaedics b, 24, 40-45. The authors reported a case study of a (B)(6)-year-old girl diagnosed with a displaced salter harris ii fracture of the proximal femoral epiphysis post reduction of a dislocated hip. Radiographs before reduction revealed a small fracture of the inferomedial femoral head. This fracture, however, did not induce concern before reduction. The patient underwent subsequent open reduction and internal fixation of the epiphysis using synthes device, two 6.5 millimeter cannulated screws. She was followed-up for nearly two years and subsequently developed a collapsed femoral head. At two years, the patient underwent a total hip arthroplasty. The authors reported that she is currently two years post-op with no limitations in activity and with no pain. This is report 1 of 1 for (B)(4). This report is for two unknown 6.5 millimeter cannulated screws.